Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the device needs top housing replacement. Various errors in history log. Travel coarse error, primary audible alarm and syringe plunger sensor. Plunger head damaged. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: one device was received for evaluation. Visual inspection found the plunger cases to be broken, a chipped top and bottom case, and the battery was missing. Primary audible post, travel course, plunger sensor errors were found in the device's event history log. Functional testing was performed. Upon review, the reported problem was unable to be duplicated. The service history review identified no indication that the complaint was related to a service of the device within the review period. D3, g1,g2 email is: regulatory.responses@icumed.com. B3: unknown.